Event description:
Prior to starting cardiopulmonary bypass (cpb) procedure, the user found that the prime solution could not be warmed to the protocol level of 37 degrees celsius. This delayed the start of the procedure for 5 minutes. The decision was made to proceed with the procedure; the prime temperature was about 35 degrees celsius. The cpb mode was functional and the cardioplegia was cooled in the normal practice. On re-warming the patient the water temperature of the tcm ii did rise but the water flow rate was very slow. The patient bladder temperature was not warmed to normal levels, and the team elected to wean the patient off cpb with a bladder temperature of 34.7 degrees celsius. The patient was weaned from cardiopulmonary bypass without difficulty, and there were no adverse consequences to the patient as a result of this event.